Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. The patient's attorney alleges unspecified injuries; however, no details have been provided regarding the nature of the injury and no medical records have been provided . Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol ventrio. The patient is only making a claim for an adverse patient outcome against the bard/davol ventrio. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol ventrio. The patient is only making a claim for an adverse patient outcome against the bard/davol ventrio. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventrio mesh. Per operative notes, ¿the large hernia sac was dissected free. A ventrio mesh was placed, and a tacker was used to further secure the mesh to the anterior abdominal wall." (B)(6) 2012 - patient was diagnosed with enterocutaneous fistula, infected ventral mesh, perforated small intestine and exploratory laparotomy with lysis of adhesions thereby underwent removal of infected mesh and fistula tract; and closure of intestine. Per operative notes, ¿the fistula tract was identified and resected. The infected piece of mesh was completely resected from the abdomen. Two pieces of seprafilm were then placed in the abdomen. The first was placed over the area of the small bowel fistula and the second was placed over the small intestine.¿ attorney alleged that the patient had adhesion, bowel perforation, fistulae, infection, pain and hernia recurrence.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. The patient's attorney alleges unspecified injuries however, no details have been provided regarding the nature of the injury and no medical records have been provided . Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 4 months post implant of ventrio mesh, patient was diagnosed with bowel perforation, infection, fistula, inflammation and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists bowel perforation, infection, fistula, inflammation and adhesions as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh". Updated fields: a2, b2, b3, b4, b5, b6, b7, d4 (product catalog no, corporate lot no, UDI no), d.6b (date of explant), e1 (complainant facility), g1, g3, g4, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.